Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transeptal puncture (tsp) was performed. Tsp sheath was removed, and a watchman fxd access system (was) was inserted. Heparin was administered. The was further advanced to the laa ostium. Activated clotting time (act) reached 200 seconds. A 31mm watchman closure device and delivery system (wds) was inserted through the was. The final act was 303 seconds. The wds was deployed. As position, anchor, size, and seal (pass) criteria were being assessed, a thombus-like finding was observed near the tip of the was via transesophageal echocardiogram (tee). Pass criteria was met and the wds was released. The was and wds were pulled out into the right atrium while the was tip was being visualized via tee. It was confirmed that the thrombus-like material remained attached to the tip of the was. The was and wds were removed from the patient. The physician then observed a thrombus in the femoral vein near the access site. No additional information is known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transeptal puncture (tsp) was performed. Tsp sheath was removed, and a watchman fxd access system (was) was inserted. Heparin was administered. The was was further advanced to the laa ostium. Activated clotting time (act) reached 200 seconds. A 31mm watchman closure device and delivery system (wds) was inserted through the was. The final act was 303 seconds. The wds was deployed. As position, anchor, size, and seal (pass) criteria were being assessed, a thombus-like finding was observed near the tip of the was via transesophageal echocardiogram (tee). Pass criteria was met and the wds was released. The was and wds were pulled out into the right atrium while the was tip was being visualized via tee. It was confirmed that the thrombus-like material remained attached to the tip of the was. The was and wds were removed from the patient. The physician then observed a thrombus in the femoral vein near the access site. No additional information is known. It was further reported that while the was was being removed, the thrombus which was attached to the was tip, caught near the access site of the femoral vein. The thrombus was then aspirated from the patient's body through the guiding catheter. There was no separate thrombus observed in the femoral vein as previously stated. The thrombus was additionally reported to be mobile.